Event description:
During the review of knee surg sports traumatol arthrosc paper, the following calaxo issues were noted. Pt presented post-operative condition with tibial graft site wound discharge and break down. Pt also underwent exploration of the wound and washout.

Manufacturer narrative:
Product recall initiated aug 21, 2007. (B) (4)